Event description:
It has been reported to novartis nutrition that on december 5, 1997, a compat pump was started with 1000 ml of formula set at a rate of 65cc per hour. Two hours and 55 minutes later, the feeding container was found to be empty. Resident reportedly died of aspiration pneumonia.